Event description:
It was reported that the patient talked to their manufacturer's representative (rep) about the issue probably six months ago and the rep told them to reset the controller and move it around and then the device would recharge. The patient felt like the controller battery had went completely down and was not good anymore. The patient stated that they notified the rep of the issue today. The patient was asked if they had issues charging the controller from the power supply, and the patient stated that they had not until the battery started giving them problems. The patient stated that they had been without the ins the last two nights and that they were really feeling it. The patient was asked if the controller would stay on or shut off immediately after disconnecting the power supply from the controller, and they stated that the controller would stay on and work after it was charged if they could get a charge on it. The patient then stated that they would put it there and in the corner a tiny number of 59 would appear and then they would cha rge the device for two to three hours, however the battery level wouldn't go anywhere. The patient clarified that the controller charged fine from the power supply but that the controller wouldn't charge the ins in their hip. The patient stated that the top number would be fine in just an hour or so. The patient confirmed that there were no error messages appearing when they tried to recharge the ins. The patient stated that they usually charged their ins every day because they use the device at night and set the stimulation to 6.8 or 7.0. The patient stated that it was taking a lot longer to recharge the ins, however the ins wouldn't even take a charge. The patient stated that the recharging quality would not appear either. The patient then stated that sometimes when they were recharging their ins, the recharger cord would get hot and kind of burn them where the cord went into the paddle. The patient stated that the recharger cord seemed loose where the cord went into the paddle. The patient stated that there were no wires showing on the recharger. The patient confirmed that the issue began about six months ago. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger, product ID 97745bp, serial# (B)(4), product type accessory. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97755, serial#(B)(6), was returned for product analysis. Analysis found there was a recharger antenna failure, the controller that was used for testing was stuck on a checking the recharger screen. There were no visual anomalies observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the recharger cord heating up and burning sensation has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.